Event description:
On (B)(6)2011 it was reported high pacing lead impedance. Yellow alert: high atrial pacing lead impedance detected on (B)(6)2011 12:41. Schedule in-office follow-up to evaluate atrial pacing lead. No further information available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).